Event description:
It was reported that the implantable pulse generator (ipg) was not holding a charge and lead migration was also noted. The patient underwent a revision procedure wherein the ipg was replaced and leads that migrated were revised. The patient was doing well postoperatively with great coverage.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: (B)(6).